Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff component removed due to recurring incontinence. A new artificial urinary sphincter 4.5 cm cuff was implanted. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff component removed due to recurring incontinence. A new artificial urinary sphincter 4.5 cm cuff was implanted.